Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 530 mg/dl. The customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature is not active. Customer declined to check for the presence of leaks in the tubing. The customer was not able to complete troubleshoot at the time of event. The insulin pump will not be returned for analysis.